Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 125 ohms. The root cause for the high shock impedances was not determined. As a result, this ICD was explanted and replaced along with the associated right ventricular (rv) lead. It was noted this ICD would not be returned. No additional adverse patient effects were reported.